Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The filter is 3/8"x1/2"; therefore, it is unlikely that this could be installed backwards. A disconnection could occur, since the connection is not bonded. The pack is custom built based on customer designed specifications. The event may have occurred due to user technique in priming causing backpressure (based on review of past similar complaints and the filter's IFU); however, this cannot be confirmed since no sample was returned. Therefore, the root cause of the event is unk. The complaint was included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, "the pre-bypass filter was assembled backwards in the pack. Caught during prime, the filter pressurized and flew off the line and crystalloid leaked all over the floor." The product was changed out, there was no blood loss, and surgery was completed successfully. There was less than a five min delay in surgical procedure.